Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure experienced blurred vision, halos, spider webs, dry eyes and not being able to drive at night, had to give up night driving and driving altogether. Additional information was not requested due to being unable to contact the reporter.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the consumer no longer drive at night because of glare, halos, blurred vision and dry eyes.